Event description:
Customer reported that he is experiencing issues with the reservoirs. Customer has a box of reservoirs that do not work and are being returned. He stated that he received some replacements and was using them, but ran out so went back to the ones in the box. Customer reported he woke up in the middle of the night and his blood glucose was high and noticed air bubbles in the reservoir; treated with manual injection and changed the infusion set and reservoir. Blood glucose value was 285 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.